Manufacturer narrative:
(B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3697073 showed that the devices were conformed to in process and finished goods specifications when released to stock the 10 june 2013. Expiration date: 2016-04 (according to retained labels). No nc was opened. The complaint device was received and reviewed together with an npd engineer. Visual observation confirms the anchor is broken. However a clear root cause could not be identified. One hypothesis is that the surgeon may have maintained tension on the free limb of the fiber tape (either in his hand or cleated on the ring) causing the anchor to twist and break instead of advancing into the bone hole. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. In the second complaint, the root cause has been identified as user mishandling the device. Based on the overall complaint rate, at this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported during a planned mini open rotator cuff procedure, the fiber tape got twisted and may have caused the anchor to break. The surgeon used another like device using the same bone hole to complete the procedure. There were no patient consequences.